Event description:
It was reported that during a prolapsectomy procedure, the stapler was properly placed as well as the tissue. However, when the surgeon fired it, he didn't hear the "click" sound made by the cut of the cutting washer. In addition, the stapler was hard to re-open. The surgeon opened the stapler slowly, as he noticed heavy bleeding. He then realized that for 180° the stapler had cut but had failed to apply the staples, and for the remaining 180° it had cut but not properly, and it had placed malformed staples. The cut was not a clean cut. It seemed as if the blade was not sharp. The case was carried out by applying sutures in the places where the stapler had created a certain staple line, and by using a new stapler to close the parts where the stapler had cut but had failed to apply staples. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Washer uncut additional information: on what tissue type was the device used? What was the quality of the tissue? Rectum. Healthy tissue. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Probably middle/medium. The surgeon doesn't remember exactly, but he performs many surgeries according to (B)(4), and therefore has a certain experience. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? The surgeon closed the lever completely, but didn't hear any noise. He realized that the stapler had cut because he saw heavy bleeding. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Normal force was applied to fire the device, while slightly higher-than-normal force was applied to re-open the device after firing. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? After firing, the device was opened by applying a higher force than usual. It was opened slowly because there was heavy bleeding and the surgeon didn't know the extent of damage. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? There was no anastomosis. Another stapler was used to carry out and finish the case. Malformed staples were mentioned, please describe the form of the staples. The staples didn't have a specific form. They were ejected almost completely open. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? Not reported. However, no transfusion was required. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? The surgeon doesn¿t remember. What was the patient's post operative hemoglobin and hematocrit? The surgeon doesn¿t remember. What was the quality of tissue in the area where the device was fired? Healthy. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Rectal prolapse. No other diseases. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the age and sex of the patient? The surgeon doesn't remember. What is the current status of the patient? Patient is currently in good condition. There was no post-operative bleeding. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the adjusting knob worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.